Event description:
Event description boston scientific received information that during an unknown procedure, this atrial lead became stuck in the patient's heart. As the physician tried to remove it, the lead unraveled near the tip. The tip stayed in the patient and the physician attempted to remove it. The physician has requested additional information regarding the performance of this lead.